Event description:
It was reported that the right ventricular (rv) bipolar lead sensing dropped and was causing intermittent undersensing. It was also noted the bipolar impedance has dropped. The device was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568, implantable pacing lead, (B)(6) 2003. (B)(4).